Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that severe back pain was the cause stimulation at the ins site and that the settings were changed from 2.0 to 2.2. No further complications were noted or anticipated

Manufacturer narrative:
Date is approximate with month/year valid.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerv stim and gastrointestinal/pelvic floor. [Refer to pe (B)(4) back pain, extreme gas, sxs return, for details pertaining to the related event] it was reported that the patient recently felt stimulation at the implant site and they thought it was because of the position they were sitting in. It was reviewed with the patient that this may occur if they were sitting against the implant putting pressure on it. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on (B)(6) stated the patient was last seen on (B)(6). There were no further complications that have been reported as a result of this event.